Manufacturer narrative:
(B)(4). Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated and calibrated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device alarmed hardware low level failure alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. Customer was able to clear the alarm and rewind the insulin pump. The customer reported that after the self test they got hardware low level failure alarm. The self test was passed. The insulin pump will be returned for analysis.